Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The tps micro driver was sent in for evaluation because it was running in safe during testing. There was no patient involvement, no adverse event was reported.